Event description:
It was reported by the user site that on (B)(6) 2025, the c-arm of the selenia dimensions mammography systems, 3d moved independently after the second patient exam of the day and prior to the next following patient exam. The user site reported that as soon as the c-arm was released, it moved to one angle position then to 90 degrees but will not allow recentering. No patient or user injury was reported. Hologic field service engineers (fse) were dispatched to investigate the device. The fses worked with hologic technical support and gathered error logs of the device. The fses observed that the device was reporting that the c-arm switches were pressed even when the customer/user was not pressing on the switches. Based on the information gathered from the investigation, the fses determined that the left and right c-arm switches required replacement because the switches were getting stuck due to wear. The fses replaced the left and right c-arm switches and verified that the device is now operating accordingly.